Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump is over delivering insulin. The customer¿s blood glucose level was 79 mg/dl at the time of the incident, and 120 mg/dl at the time of the call. The customer used glucose tablets to treat the low. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided in section d with the initial report was incorrect. The correct information has been provided with this report. Evaluated one open and used reservoir. Inspected reservoir's o-rings and stopper groove for anomalies; none were found. Ran basal, bolus leaking test the reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a pump. The reservoir did not leak and did not continue dripping insulin after test.